Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned as it was disposed. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.